Manufacturer narrative:
One 5.5mm twinfix ultra ti anchor assembly was returned for evaluation. Visual assessment of the device confirmed the reported complaint of breakage. The distal tip of the inserter shaft that interfaces with the anchor has broken off at the weldment. Assessment of the weldment showed the weld penetration to be inadequate. The condition of the device indicates the inserter was subjected to excessive force.

Event description:
It was reported that after the anchor was implanted, the inserter broke at the seam and had to be manually removed. A backup device was available to complete the procedure with no significant delay and no patient injuries.